Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Pairing test/download was performed and passed. A review of the share logs was performed and nothing relevant found. The allegation was not confirmed. The probable cause was not confirmed because reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).